Event description:
The customer contact reported the device did not deliver a dose when the patient pendant was pressed. On an unspecified date and time, the pump was programmed to deliver an unspecified medication. No specific programming parameters were provided. The customer contact reported that after an unspecified length of time, "when the nurse had just connected the pump to the patient and the nurse pressed the button, the pump did not deliver a dose." There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. During testing at the user facility, the device did not deliver a dose when the patient pendant was pressed. Though requested, no additional information was provided.

Manufacturer narrative:
Initial testing of the device was conducted on (B)(6) 2010 at the user facility by the field service engineer. The patient pendant is expected to be returned for further testing. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).